Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose, hospitalization and compromised force sensor system alarm on the insulin pump. Customer¿s blood glucose level was 600 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised the drive support cap was normal. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. Customer went to the hospital on the morning of (B)(6) 2017. Customer was placed on insulin drip and was wearing the insulin pump at the time of the hospitalization. Customer experienced diabetic ketoacidosis three times. Customer¿s current blood glucose level was 165 mg/dl. The insulin pump will be returned for analysis.